Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen will not calibrate. There was no patient involvement at the time the issue was discovered. The device was being used to create a treatment plan for respiratory assistance. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Touchscreen calibration did not solve the issue. The rse provided the part number for a touchscreen replacement.

Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.